Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath and imaging window were kinked. Microscope inspection confirmed that the imaging window was kinked and rippled. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the investigation conclusion code of adverse event related to patient condition. It is probable that significant forces applied while handling the device during the procedure led to the observed damage. These can occur during the procedure due to friction between the catheter, hemostasis valve, guide catheter, and lesion. This pressure on the catheter may lead to material torsion caused by drive cable rotation, resulting in the observed ripples. The friction may be attributed to procedural factors and/or the reported anatomical conditions. Adverse event related to patient condition has been assigned as the cause for the observed imaging window ripples.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a catheter issue occurred. The 74% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, it failed to cross the lesion due to calcification. The procedure was completed with another device of the same model. The patient was stable, and no patient complications were reported. However, device analysis revealed that the imaging window was rippled.